Event description:
Allegedly, pt had gunshot fracture lift proximal tibia in 2007. Returned non-union debrided in 2008.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00178. This event occurred in another country.